Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced shocking when system switched on and lack of therapy. As a result, the system was explanted.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned paddle lead did not identify any anomalies, and the lead passed end to end continuity and inter-channel continuity testing.